Manufacturer narrative:
Based on the information provided by the patient, there is no conclusive eviidence that supports or opposes the fact that the aligner caused , contributed or would likely cause or contribute to the reported event. This event is being filed as an MDR sincte the patient reported a crown coming off.

Event description:
The patient reported the following: a crown popped off in their tooth 14. They went back to the dentist and was advised that it had to be cleaned off and changed. The tooth is temporarily cemented back on, but the patient may have to go back to work around thanksgiving since they are active military personnel. The dentist is recommending that their crown in tooth #2 should be redone as well.